Manufacturer narrative:
It was reported to abbott that the patient experienced extreme heating while charging system. The patient reported in (B)(6) 2013 that he experienced extreme heating while charging so patient has stopped using the device and wanted to be explanted. Both leads and ipg were explanted without replacement (B)(6) 2012 due to pocket heating. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, patient weight and complete event information were not requested due to patient not consenting to further contact. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32201. It was reported that patient experienced ipg pocket heating while charging ipg. As a result, surgery occurred during which the ipg was explanted. The date of explant is unknown.